Manufacturer narrative:
Additional information received regarding patient weight of (B)(6).

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the valve leaflet was torn. The valve was immediately explanted and replaced with another valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned to medtronic. Without the return of the valve, a definitive root cause of the event was unable to be determined. Cuspal tears are addressed in the device¿s risk management file.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. There were no n on-conformances (ncmrs) identified and no deviations noted against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. (B)(4).